Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unit received with physical damage to cow catcher and pins. Unable to perform functional test or verify led anomaly due to physical damage.

Event description:
Medtronic received information that no communication unresolved occurred. There was no adverse impact or consequence reported as a result of this event.